Event description:
Leakage when did the incident occur? Unknown it was reported that this weekend we had another leaking tap, see video (other email). Very annoying, because the patient became very restless due to the sedation not taking effect properly. It was only later that we discovered the tap was leaking. This has now happened three times before, with one instance resulting in a truly dangerous situation because blood pressure medication was not working properly! I don't think this hole can be caused by a nursing error, because we don't tighten the line too much. I put it in a container marked 7c 19 (our rinsing area). This is now report number 4. Additional information: it was reported that "in just under a month, we have received four reports of a leaking infusion tap (ref 394600). Two on january 11, one on january 15, one on january 31 (and another report somewhere between january 15 and january 31). We have already asked around at the hospital, but I have not heard of any other complaints. Most likely, it concerns a batch of taps with the following lot number: 5064056. When the tap leaked, I checked the lot numbers in the cabinet myself and found that this box contained almost exclusively these lot numbers. I have safely packaged the leaking sample for you in a sealable bag, unfortunately without the original packaging. However, I have checked all the cabinets and removed all (new) taps with the same lot number from the cabinets and placed them in an envelope with the sealable bag.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
No additional information.

Manufacturer narrative:
Investigation results: our quality engineer inspected the (B)(4) physical sample submitted for evaluation. The reported issue of leakage was confirmed upon inspection and testing of the sample. Analysis of the sample showed that the c port of the bd device is damaged/cracked. Bd determined that the cause of the failure was attributed to the customer use or the medication used with the device. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Production records were reviewed, and this batch meets our manufacturing specification requirements. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.